Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w: 3.18 e. Pump passed displacement test. Unit was received with broken battery tube threads and cracked select button keypad overlay. The p-cap locks properly into place.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.